Event description:
It was reported that during several procedures, the stopcocks leaked when using a 20./30 priority pack with copilot and the balloon could not be inflated. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as (B)(6) 2013. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The stopcock was not returned for analysis, so the reported issue could not be confirmed. As part of the investigation, a review of the lot history record for the reported lot was performed and revealed no nonconforming material records that would have contributed to the reported complaint. Based on an expanded investigation, a product issue related to leaks for vendor supplied accessories was identified. Further assessment of this issue per site operating procedures is being performed and appropriate corrective and preventive actions will be implemented accordingly.